Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 19:59:42. During night drain cycle five, the patient's ultrafiltration reading was 1278ml, indicating the home patient (hp) drained 1278ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain (initial drain). Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.